Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by a getinge field service engineer (gfse), thegetinge demo cardiosave intra-aortic balloon pump (iabp) unit failed and could not be turned on. There was no patient involved.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the power supply (0997-00-1180) and the power supply monitor (0670-00-1166). The fse observed that the battery could not charge and replaced the power slot interface board (0997-00-1187). The fse performed all functional and safety checks to meet factory specifications. The equipment was normal and could be used for after-sales training.